Event description:
"The connection between the tubing and the needle was faulty"

Manufacturer narrative:
It was reported by the customer contact that, "the connection between the tubing and the needle was faulty". It was reported that due to this "baclofen was leaking out when she was attempting to refill the pump" and resulted in the having to start the procedure over. No additional details were provided despite attempts to obtain. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.